Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: (B)(4), manufacturing date: 27-feb-2018, expiration date: 31-jan-2028, part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile, lot number: h574488 (sterile). Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h474715, part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l691122, purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h551766, part number: 21127, timoagri16.00, bp80, lot number: h359475. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, it was a trochanteric femoral nail advanced (tfna) broke onto the proximal into the nail during an open reduction internal fixation (orif) femur - trochanteric femoral nail advance (tfna) revision procedure. The reason for the implantation was due to broken femur. The trochanteric femoral nail advance (tfna) nail broke proximally. The surgeon had to pull out the whole tfn and replaced it with new tfn. Case was fine. Patient was fine. Concomitant device reported: unknown tfna helical blade (part# unknown, lot# unknown, quantity# 1); unknown tfna end cap (part# unknown, lot# unknown, quantity# 1); unknown locking screws (part# unknown, lot# unknown, quantity# unknown) this report is for one (1) 12mm/130 deg ti cann tfna 360mm/left-sterile. This is report 1 of 1 for (B)(4).